Event description:
Information received by medtronic indicated that the insulin pump had a defect and serial number was missing. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2021 the serial number label is missing of the pump and complained the internal serial number is missing. The insulin pump alarmed critical pump error after battery installation. Pump error 55 was noted in the pump history download on (B)(6) 2021 12:53:03 pm due to moisture damage to the pcb1 board and pcb2 board. The insulin pump successfully downloaded to thus and crest. Verified the internal serial number is listed and correct in the pump downloaded history. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case above the arrow and battery cap icon and serial number label missing. The p-cap/reservoir does lock properly. Confirmed critical pump error after battery installation and pump error 55 in the pump history download on 8/29/2021 12:53:03 pm due to moisture damage to the pcb1 board and pcb2 board. Confirmed serial number label missing. Confirmed the internal serial number is listed and correct in the pump downloaded history. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.